Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the instrument broke at an unknown time.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. Visual examination found that the returned tibial articular surface provisional (tasp) was fractured along the anterior portion of the central post. The fragment from the post was not returned. The complaint is considered confirmed as the returned tasp is fractured. The likely condition of the part when it left zimmer biomet control is considered conforming based on the manufacturing review and returned product. This device is used for treatment. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue.